Event description:
A customer reported that the insulin cartridge leaked through the o-ring, resulting in blood glucose levels reading "high," although the specific value was unknown. There was a significant impact on the customer's blood glucose level as it exceeded 500 mg/dl, but the customer managed the high level by administering a correction bolus via the pump. The cartridge was unavailable for return, but the customer successfully changed the cartridge and continued insulin therapy without needing third-party assistance.